Event description:
During a mitra and tri clip procedure, it was noted that the tip of the catheter was fractured after insertion into the patient. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.